Manufacturer narrative:
The returned device was evaluated and the device was received in the fully deployed position. The download data shows that the device completed both first and second prime and delivered 1695 pulses with no timeouts or drive stalls before being deactivated. Inspection of the needle mechanism assembly found no issues. The needle mechanism was reset to the not deployed position, and the device deployed as intended during manual deployment. No blood was observed on the device or adhesive pad. Inspection of the formed needle found no issues that would cause bleeding. Inspection of the device found no issues that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 315 mg/dl. The patient had experienced pain and bleeding at the pod infusion site. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient administered a correction and a temporary basil.